Manufacturer narrative:
The analysis results found that the lcsc5 device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may reuslt in blade (lockout) later in the procedure. Therefore, the instructional insert states: (scratches on the blade may lead to premature blade failure). Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.

Event description:
It was reported that during the lap gastroesophageal fluids procedure, the instrument didn't work correctly, neither coagulate nor cut. Case completed with electrosurgery and no reported patient consequence.